Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender, brand name, date of implant and 510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7,d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10, h11. Corrected fields: a3 (gender), d1, d.6a (date of implant), g4. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017: patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a large indirect hernia sac was identified and dissected from the surrounding tissues. The sac was reduced. A perfix plug was placed and secured using sutures. A patch was placed and secured to pubic tubercle using sutures.¿ (B)(6) 2019: patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent laparoscopic repair with implant of marlex patch. Per op notes, ¿the hernia sac was identified and freed up from surrounding tissues. The sac was reduced back to the abdominal cavity, held in place with marlex plug (device 1) which itself was held in place. A marlex patch was placed in the floor and tacked using sutures.¿ ni-ni-ni: patient underwent repair with implant of 3dmax light (device 2) (note: upon review of ppf and mr, it was unknown that mesh was implanted for which type of hernia procedure)

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.